Event description:
A malfunction alarm known as cartridge alarm 30 was reported by the caller for their tandem mobi pump during the pumping process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support resolved the issue by arranging to send a replacement pump with updated software. The caller was advised to use multiple daily injections as backup insulin therapy and was given instructions on how to return the problematic pump.